Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was fractured. The implantable cardioverter defibrillator (ICD) was unable to be interrogated (reason unknown) and information regarding the fractured lead was unavailable. The lead was attempted to be removed via laser extraction but was unsuccessful. Open heart surgery was required to remove the lead. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.